Event description:
Syringe with a crack in the tip was used during a coronary diagnostic procedure. The physician speculated that air may have been injected into the pt. However, no air was seen on the fluoroscope. The pt experienced no adverse sequelae.